Manufacturer narrative:
A visual inspection and functional testing were performed on the returned device. The reported material rupture was confirmed. The reported activation failure could not be confirmed as the stent was implanted and not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no similar incidents. Scanning electron microscopy (sem) testing was performed on the returned device. (Referenced in echo file: (B)(4). The testing showed the balloon leak may be attributed to mechanical damage to the outer surface. The leak was found at an area of strut impressions. Mechanical damage and tearing were documented at the leak edges. The outer surface of the balloon also exhibited numerous strands of longitudinal peels of balloon material. The investigation determined the reported material rupture appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices. C9 correction: #1 event reappeared after reintro: doesnt apply.

Event description:
Subsequent to the initially filed reports, the following information were provided: the xience skypoint sds was inflated to 12 atmospheres (atms) but was losing pressure and was increased to 16 atms but still lost pressure. A non-compliant balloon was used to further dilate the stent after the balloon ruptured. No additional information was provided.

Manufacturer narrative:
B1: adverse event added. B2: required intervention added. B5: additional information provided. H1: updated to serious injury. H6: code 2199 was removed. Code 4641, 2577 added.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during the procedure an 3.0x18mm xience stent delivery system balloon was damaged and pieced [torn]. There was no adverse patient effects reported and no clinically significant delay reported. No additional information was provided.